Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after losing external devices and failure to recharge their scs system for 3 years. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with an updated model. Stimulation was restored postoperatively and the issue resolved.